Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a hemorrhoid ligation procedure performed on (B)(6) 2022. During the procedure, the "rope" fractured. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. Although clarification was not received, it was speculated that the "rope" referred to the fabric suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Initial reporter facility name): (B)(6) hospital . Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: medical device problem code a0401 captures the reportable event of suture broken. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had six bands attached and some bands had moved from their position and overlapped. The ligator head teeth were damaged/bent. The trip wire was not secured and the slack was not taken up correctly. The suture thread was intact and and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of suture broken was not confirmed. Upon analysis, it was found that the suture thread was intact (presenting) seven knots) and it was attached to the distal trip wire loop. The ligator head had six bands attached and some bands had moved from their position and overlapped. Additionally, the ligator head teeth were damaged/bent. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that trip wire was not secured and the slack was not taken up correctly. These conditions, not securing the trip wire in the slot on the handle unit and not taking the slack up correctly, could have affected the overall performance of the device causing the trip wire slipping through the handle assembly, which contributed to an inaccurate deployment of the bands, which resulted to an improper deployment of the bands, causing more tension on the device, consequently, bending/damaging the teeth. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a hemorrhoid ligation procedure performed on (B)(6) 2022. During the procedure, the "rope" fractured. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. Although clarification was not received, it was speculated that the "rope" referred to the fabric suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.